Event description:
It was reported that a stent dislodgement occurred. The target lesion was located in the right coronary artery. The physician attempted to advance a 3.00x38mm promus element plus stent delivery system from a non bsc guide catheter into the vessel; however, the stent dislodged from the stent delivery balloon. The physician attempted to perform a transradial procedure and tried to remove the stent back through the guide catheter down through the arm; however, the stent came off in the patient's radial artery. Vascular surgery was performed to remove the dislodged stent. The patient was fine after surgery and was then brought back and additional stents were placed with good results. No further patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).